Event description:
Patient had z-fen repair in 2016. Follow up CT's showed abdominal aortic aneurysm (aaa) was shrinking per physician and then patient showed up in the ER with a ruptured aorta due to proximal and distal body graft overlap coming apart, and the two components were separated. They did not feel they could gain proximal control easily and opened the patient to repair. Proximal z-fen component stayed intact. Physician removed distal stent of proximal component and sewed aorta bifem to proximal.